Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6)and (B)(6) 2017. Customer's blood glucose value at the time of the incident was 20 mg/dl. The customer stated that the educator changed the insulin pump¿s programming, she went home, used the insulin pump, and then she woke up with very low blood glucose. The customer went to the doctor the next day, and the nurse checked that the settings were correct. The customer indicated she was not feeling well and was treated with orange juice and glucose tablets by her family; she was not hospitalized. A family member then discovered that the customer was receive too much insulin due to the time in the insulin pump being set up wrong . Blood glucose at the time off the call was 120 mg/dl. Troubleshooting for low blood glucose was declined. The insulin pump will not be returned for analysis.